Event description:
It was reported by the pt that the surgeon was amazed at the amount of scar tissue. Pain for a year and a half (2009) in pelvic and groin area, including swelling starting from (B)(6). Starting from last (B)(6), she was walking with right hand on right leg. Has been in a wheelchair since last (B)(6). Scar tissue was cleaned on (B)(6) and was relieved temporarily. Six weeks ago the pain returned. Allergic to cobalt; implant is corroding.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00813.